Event description:
During cystoscopy while physician was lasering the prostate, the tip of the laser filter fell into the field. The tip was retrieved in its entirety using a grasper. A second laser filter was opened and the case continued. No lasting pt harm. Physician: md admitting diagnosis: benign prostatic hypertrophy.